Manufacturer narrative:
Additional information provided in a.2., a.3.a., b.6., d.10. Corrected information provided in h.6. Correction: on initial MDR the patient event codes of e2401 was an error. It should have been e0839 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the implanted iol was explanted due to the patient being unable to tolerate it. The clinical reason provided was that the patient required a prism. The lens was replaced with a monofocal iol. Additional information was requested.